Event description:
A problem was reported related to a programming or interrogation procedure. Hcp reported a motor stall recorded in event logs with motor stall recovery recorded. Motor stall occured when health care provider used a magnet when trying to telemetry a pump. No patient symptoms or outcome were reported. If additional information becomes available a report will be provided.

Manufacturer narrative:
(B)(4).